Manufacturer narrative:
(B)(4).

Event description:
A confirmed pump motor stall with no motor stall recovery was recorded in the event logs. There were no magnetic fields around the patient. No patient symptoms were reported. The pump was used to deliver morphine, clonidine, and bupivicaine. Additional information has been requested, a follow-up report will be sent if additional information becomes available.